Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. The tubing set was being used to deliver 500ml of an unspecified concentration of oxytocin, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that as the nurse disconnected the tubing set from the pt's IV site to discontinue the therapy, a particulate was noted 1/4 inch proximal to the distal tip of the option -lok male adapter. The particulate was "cloudy white" in color. It was reported that the particulate was fixed to the inside wall of the option-lok male adapter. The tubing set was removed from clinical service. The customer contact reported that testing by the user facility's microbiology department identified the particulate as "plastic." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.